Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported their implant was flipping and as a result they had a revision to resolve this issue. Caller stated the flipping was noticed starting (B)(6) 2024 and they had the revision on (B)(6) 2024 their hcp went in to sew the implant down into the pocket. Caller was wondering if an implant revision could affect the performance of the external equipment. Agent reviewed information and documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the cause of the ins flipping was unknown. They state the stiches of their first revision were broken in (B)(6) 2023 and never got better. They state they got a new healthcare provider (hcp) who performed a revision by sewing the ins in a pocket while the patient was laying down and this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back and mentioned the patient's implant was replaced yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.